Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp), the battery issue was clarified to be that the battery could not be charged. The asp also clarified that the device was outside of use when the issue was observed. The investigation is ongoing. Updated h6- device problem code and health impact code.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery error fault. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) stated that the device's diagnostic report (drpt) was not available to be provided. The asp did not elaborate further on what the battery error fault issue was. The asp stated that the backup battery was replaced with a known good working backup battery, and the ventilator was then tested and confirmed to have returned to normal use. Having confirmed that the backup battery was faulty with the troubleshooting temporary install, an order has been placed for a backup battery. The investigation is ongoing.

Manufacturer narrative:
In an additional good faith effort response from the authorized service provider, it was stated that the battery would be replaced later due to the customer's schedule. When further clarification on the battery replacement timeline was requested, it was stated that the replacement would occur when the customer was ready. No additional information regarding the plan for service was provided. The recommended backup battery part aligns with the recommended repair of the reported malfunction per the service manual. The final disposition will be considered as unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.